Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More information as well as the device must be available in order to determine the exact root cause. However, based on the event, the most probable cause of the failure is patient¿s improper post-operative care which is patient related. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
"It was reported that the patient's left femur was revised due to the alpha gt nail being bent approximately 30-40°. Surgeon reported the cause was due to the patient having gotten into a fight in the psychiatric ward. A 9x340 nail and 2 80mm 6.5 lag screws were revised."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; hospital retained.

Event description:
"It was reported that the patient's left femur was revised due to the alpha gt nail being bent approximately 30-40°. Surgeon reported the cause was due to the patient having gotten into a fight in the psychiatric ward. A 9x340 nail and 2 80mm 6.5 lag screws were revised."